Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and heart failure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat tricuspid regurgitation (tr). Three clips were implanted and two pacemaker leads placed. On (B)(6) 2019, the patient was re-hospitalized with right heart decompensation and massive tr. A transesophageal echocardiography (tee) noted that one of the clips had detached from the septal leaflet and remained attached to the other leaflet (slda). It was suspected that one of the pacemaker leads may have interacted with the implanted clip, causing the slda. No further intervention is planned at this time. No additional information was provided.

Manufacturer narrative:
Device codes: 1494 labeled. Internal file number - (B)(4). Correction: device code 1494 added device code 1494 - patient selection, used in the tricuspid valve the device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It was reported that the slda might have occurred due to one of the leads interacting with the clip; however, this could not be confirmed. It should be noted that the intended use section of the mitraclip ntr/xtr system instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve. In this case, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The worsening tricuspid regurgitation (tr), worsening heart failure and hospitalization were due to case circumstances. The reported patient effect of worsening heart failure is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.